Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test and prime test. However, the insulin pump was received stuck on a motor error alarm loop that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had a missing end cap sticker, scratched reservoir tube window, cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corners.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer stated that the alarm occurred during a basal. Customer's blood glucose was 164 mg/dl. Customer stated that the pump did not fall and was not bumped. Customer also stated that the pump passed the displacement verification. Customer inserted a new reservoir and the problem returned again during basal. Customer received a replacement pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.